Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: the keypad cover was found to be peeling. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was removed and there was no evidence of contamination found under any of the key contacts. The pump¿s cover was removed and no damage was found to the keypad flex/connector. The original complaint of a keypad response issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and that the ok/enter button subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.